Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted during secondary surgery because the patient was dissatisfied with intermediate distance vision and complained of blurring. The patient was very satisfied with postoperative distance vision but remained dissatisfied with distance vision for viewing the instrument panel. Manifest refraction (mr) showed sphere -0.25 diopters. Preoperative best spectacle-corrected visual acuity (bscva) was 0.05 (0.20). Postoperative visual acuity was distance (d) 1.0, intermediate (I) 0.8, and near (n) jaeger 1 (j1). No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.